Manufacturer narrative:
Manufacture date: 03dec2019. Report date: 05dec2019. The customer confirmed the cables were readjusted and hooked up good and the unit is ok. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04nov2019.

Event description:
The customer reported oxygen (o2) not available alarm and located error code 1208 in the diagnostic log report. The customer confirmed the unit was plugged into wall o2 and ran unit and was not able to duplicate. The customer will perform a full performance verification test (pvt). The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.